Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated in issue evaluation. On 12 december 2019, it was reported that a meshgraft had a ratchet handle that would not move. The customer returned a zimmer meshgraft ii serial number (B)(6) for evaluation. Evaluation of the device on 6 february 2020 and it was noted that the sideplate and cutter were defective and that the roller shaft was rusted, but no defect was noted about the ratchet handle. Repair of the meshgraft occurred the same day and involved replacing the sideplate, cutter, and roller as well as recalibrating the device. The technician then recalibrated the device and verified that it was functioning as intended. The mesher was then returned to the customer without further incident. The device was tested, inspected, and repaired. The service technician was unable to reproduce the reported event during evaluation of the device. As such, a specific cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed.

Event description:
It was reported that during kit inspection the device ratchet handle malfunctioned in that it would not move up and down and needed repair. No adverse events were reported as a result of this malfunction.